Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that upon arrival of the device, a screen dysfunction occurred. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 14jan2019. Date received by manufacturer: 11jan2019. The initial report was submitted in error. This event was reported on manufacturer¿s report # 2031642-2018-01885. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.